Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that there was an issue with the a/c connection for the trilogy 100 device. There was no reported patient involvement. The manufacturer's service technician replaced the device's a/c cable and connector to address this issue. No repair was performed. No further investigation is warranted at this time.